Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combination of cataract-vitrectomy procedure, the tip of an ophthalmic laser probe was bent and could not be inserted into the trocar. The surgery was completed after replacing the laser probe with another one. There was no harm to the patient.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was product returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The probe was received for evaluation. A visual assessment of the returned sample revealed the cable was cut at the handpiece end and a missing handpiece. However, how or when these nonconformities occurred remains inconclusive. Due to the condition of the received sample, no trocar test could have been performed. It should be noted that the laser probes are visually inspected during manufacturing based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).